Event description:
(B)(4) study. Same case as MDR ID# 2134265-2013-08423. Same case as MDR ID# 2134265-2013-08424. Same case as MDR ID# 2134265-2013-09023. Same case as MDR ID# 2134265-2013-09025. Same patient as MDR ID# 2134265-2013-08426. Same patient as MDR ID# 2134265-2012-06067. Same patient as MDR ID# 2134265-2012-06531. It was reported that post a stenting treatment procedure,in-stent restenosis, angina and chest pain occurred. Oct-2010 - the patient presented with a 2-week history of angina. Target lesion was located in the svg to 2nd om with 99% in-stent restenosis and was 60 mm long with a reference vessel diameter of 3.0 mm which was treated with pre-dilatation and placement of a 3.00 x 32 mm taxus liberte stent to the distal segment of the graft, followed by a 3.00 x 20 mm taxus liberte stent to the mid aspect of the graft. A 3.00 x 16 mm taxus liberte was deployed in the ostium of the graft, within the previously placed stent. Residual stenosis was 0%. The patient was discharged the next day on aspirin and prasugrel. Nov-2010, the mid lad was treated with 2.5 x 12 mm taxus liberte stent. Sep-2012, the proximal segment of svg to 2nd om was treated with balloon angioplasty and placement of a 3.5 x 20 mm promus element plus stent. Also, the mid segment of the svg to 2nd om was also treated with placement of a 3.00 x 8 mm promus element plus stent. (B)(6) 2013 - the patient was admitted to emergency department for 2 week history of intermittent left axillary discomfort and was diagnosed with unstable angina. The 90% in-stent restenosis in svg/ 2nd om was treated with balloon angioplasty resulted with 10% residual stenosis. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).